Event description:
A percutaneous coronary intervention (pci) was performed, in the distal right coronary artery (rca). The lesion was 99% stenosed with no calcification and moderately tortuous. A cypher stent was deployed in the lesion and confirmed with intravascular ultrasound (ivus) catheter. The ivus catheter became caught on the distal edge of the stent. The physician removed the imaging core from the outer sheath, however, the ivus did not release from the distal edge of the stent. A balloon was placed near the distal edge of the stent and dilated allowing the catheter to be successfully removed from the pt. The procedure was completed with another of the same device.

Manufacturer narrative:
New code request has been submitted for stuck in stent.